Event description:
It was reported that the patient received inappropriate therapy. Lead noise and increasing pacing lead impedance measurements were observed via merlin.net transmission. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that clavicular crush was suspected.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 7.4-7.6cm from the tip electrode, consistent with lead friction to another device or heart feature. The etfe coating was intact at this location. External insulation abrasion was noted at 8.2-8.3cm from the connector pin, consistent with lead friction to the ICD can. The re coil was exposed at this location. This is consistent with the observation from the field of noise.